Event description:
On (B)(6) 2010, a doctor reported that a patient lost a sybronpro xrt implant, possibly due to not having enough bone, approximately one (1) month after placement. This is the second of two reports.